Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user expressed frustration with the system, reporting discrepancies between bg and sg readings. The troubleshooting steps was offered to the customer but he rejected the option. He stated that he already re-linked the sensor, followed different process and steps and the issue persisted. The case was escalated where review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The sensor re-link was performed, and based on additional monitoring, support found that the calibrations entered after the last re-link fit sg trends well. The user was advised to continue using the system. The user was unsatisfied, stating that they thought it took too much time to get a normal value after taking an insulin shot to calibrate. The user was educated about doing calibrations before the insulin shot and waiting the 30-minute delay to compare calibration results.